Event description:
Product involved: 6x50mm viper extended tap screw (product code tba). Procedure: revision of l5/s1 spine surgery with construct was extended to l4 - performed on (B)(6) 2015 by dr (B)(6). Original surgery was performed on (B)(6) 2011, same surgeon and hospital. Revision to be performed as a standard, planned revision but during surgery, it was noted that the left side s1 screw had broken. The end of the screw was left in the patient which can be seen in the post op x-ray photo that will be made available. Patient condition post surgery is unknown. Patient initials (B)(6) years old. No further is information available.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.